Event description:
The customer reported obtaining erroneous nrbc (nucleated red blood cell), wbc (white blood cell) / uwbc (uncorrected white blood cell) results, when compared to a manual slide review which was considered correct, for one (1) pediatric microtainer (newborn) patient involving the unicel dxh 800 coulter cellular analysis system. The erroneous results were reported out of the laboratory; however, a corrected report was issue within one hour of the manual slide review. There was no death, injury or change to patient treatment in connection with this event. The pediatric newborn sample was collected in a microtainer 500 microliters tube and stored for 45 minutes. The customer reported that 6c and latron qc (quality control) were within specifications. A review of qc data provided confirmed that all parameters were within range.

Manufacturer narrative:
Data review indicates that the dxh 800 gave higher wbc (white blood cell), and ne% (neutrophils), and lower ly% (lymphocytes), mo% (monocytes), eo% (eosinophils), and nrbc (nucleated red blood cell) results without instrument flags as compared to the manual differential estimate which was considered correct. Raw data analysis revealed that the reported nrbc% (10.4) was different from the manual estimate (22). Upon review of the nrbc scatter plot, there is a clear separation between the nrbc and the lymph populations, with the nrbc population properly gated out. The cause for the difference cannot be determined from the scatter plot. In the cbc results, the wbc is the same as the uwbc. Although the nrbc module detected nrbc, the wbc histogram did not show strong evidence of the existence of nrbc and the nrbc% from the nrbc module is not very high. As a result, wbc correction was not performed. Failure mode is unknown for this event. A beckman coulter fse (field service engineer) was not dispatched for this event as the customer believed that this was a sample-related event because qc was within range. Raw data was collected and analyzed to evaluate this issue.